Event description:
Pt consulted with physician for issues with her lap-band. Surgeon determined that the lap-band was no longer functioning as designed. The surgeon removed the lap-band from the patient.note: there is no record of this lap-band being placed at this facility originally.